Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon got stuck in body [foreign body in reproductive tract]. Tampon broke and got stuck [device breakage]. Consumer reported via e-mail that the tampon broke during use. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon got stuck in body [foreign body in reproductive tract]. Tampon broke and got stuck [device breakage]. Case description: consumer reported via e-mail that the tampon broke during use. No serious injury reported.